Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on an unspecified date, the patient was admitted to the hospital for elevated lactate dehydrogenase (ldh) levels. An ramp echocardiogram was reportedly positive - specific information was not provided. The patient also experienced dark urine positive for blood byproducts. The patient was administered unspecified IV anticoagulation and one week later experienced gi bleeding with melena. Upper and lower gi endoscopy did not identify an area of bleeding. The patient decided not to pursue a pump exchange and elected comfort care. On (B)(6) /2016, the patient expired with the cause of death reported to be due to hemolysis, gi bleeding, pump flow issues, and withdrawal of care.

Manufacturer narrative:
It was reported that the device was not explanted and would not be returned for evaluation. A correlation between the device and the report of gastrointestinal bleeding and hemolysis could not be conclusively determined. Bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.